Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a knot in the stylet wire was confirmed, and the damage appeared to be associated with use of the device. One 5 fr triple-lumen (t/l) powerpicc was returned for investigation. The catheter was received with the stylet in the lumen with the red connector. The catheter length had been modified. The t/l tubing extended to the 35cm depth mark. The stylet wire extended 4.3cm from the distal end of the trimmed end of the catheter. An overhand knot was observed in the stylet 5mm from the distal tip of the wire. A functional test revealed that the knot could not be retracted into the catheter, which indicates that the knot was created after the stylet length had been modified. It was reported that the stylet looped and knotted when the catheter was advanced into the vessel. After modifying the catheter length and prior to catheter insertion, the instructions for use (IFU) state, ¿re-advance the t-lock connector/stylet assembly locking the connector to the luer hub. Assure stylet tip is intact. Gently retract the stylet through the locked t-lock connector until the stylet tip is contained inside the catheter. Assure proper alignment of the stylet to the distal end of the trimmed catheter.¿ a lot history review (lhr) of recv1967 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was advanced into the vessel during the placement procedure of the powerpicc, the stylet looped and was knotted due to contacting with the vessel wall directly because the stylet tip was outside of the distal end of the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1967 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was advanced into the vessel during the placement procedure of the powerpicc, the stylet looped and was knotted due to contacting with the vessel wall directly because the stylet tip was outside of the distal end of the catheter. There was no reported patient injury.